Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported broken belt clip. Customer stated she hit the car door and the belt clip broke. Customer's blood glucose was 46 mg/dl. Troubleshooting was done. Advised the customer that belt clip would be replaced. No further information provided.